Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl and over 500 mg/dl. The customer also reported that the insulin pump alarmed insulin flow blocked alarm and they had a bent cannula. Troubleshooting was done. The insulin did exit during prime. The customer was advised how to prevent bent cannula. The insulin pump will not be returned for analysis.